Manufacturer narrative:
Complaint conclusion: as reported, the sealant of the 6f/7f mynx control vascular closure device (vcd) was visible out of the package. The user did not prep the device and hemostasis was achieved by opening another unknown new device. There was no reported patient injury. The device was removed from the package correctly. A 6f non-cordis sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5mm, with mild vessel tortuosity and no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach used. The deployer was trained in the use of the mynx device. Other procedural details were requested but were not provided. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that neither button 1 nor button 2 was depressed. The stopcock was found in the open position with a syringe attached to the unit. The sealant was in its manufactured position, partially exposed. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, there was no sheath returned inserted on the device. The balloon was deflated, and the corewire was present. It was observed during this analysis that, although the sealant sleeves did not present any damage or abnormal condition, the premature swelling of the sealant¿likely related to blood exposure¿resulted in partial exposure of the distal swelled portion of the sealant, which extended distally until it protruded beyond the coverage area of the sealant sleeve. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Per functional analysis, a simulated deployment test to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed, respectively. The reported event of ¿mynx control system-deployment difficulty-premature¿ was not observed through analysis of the returned device since the sealant was still in its manufactured position with no damages noted to the sealant sleeves. However, there was a partial exposure of the distal portion of the sealant noted on the returned device, which was likely due to premature swelling of the sealant from blood exposure, which may be the issue the customer noted. The exact cause of the issue experienced by the user could not be conclusively determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since the user reported that the sealant was visible out of the packaging but the sealant shows premature swelling from bodily fluids. As the partial exposure is likely due to the premature swelling of the sealant since there were no damages noted to the sealant sleeves, prepping/handling factors of the device are likely contributing to factors. It should be noted that the slits of the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 6/7f mynx control vascular closure device (vcd) was visible out of the package. The user did not prep the device and hemostasis was achieved by opening another unknown new device. There was no reported patient injury. The device was removed from the package correctly. A 6f non-cordis sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle ( 30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, with mild vessel tortuosity and no presence of calcium in the vicinity of the puncture site. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach used. The deployer was trained in the use of the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.